Event description:
According to the reporter, while inserting the clip applier through the trocar, the seal got damaged and began leaking. Surgeon put a 5 mm trocar inside the 12 mm trocar cannula to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the device being used during a surgical procedure. It was reported that damage to a seal in the device, and the device was leaking fluid or air. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.